Event description:
I am a woman and have a zimmer acetabular implant set-total system - for total hip replacement in my left hip plus in both of my hips. It has been two years. I am experiencing constant grinding in the left hip cup and a loosening when I walk. I have been to my doctor and I have undergone the fluid extraction for infection and tests and many xrays. I suffered much trama from my operation due to a femur fracture. I am told that he and or his two other colleagues will not operate and that I am better of just leaving it this way. I have daily popping and grinding when I walk. I feel it is imperative that I find out if this type of hip implant set has been recalled. I read that the durom cup is being recalled and I have the same identical symptoms. I feel stuck. My doctor will not refer me to another facility I want to go, so I can get my problem taken care of. That is the only way they will see me. I need to report that zimmer, acetabular total hip implant system is defective only after two years. I fear that I will experience further damage and health issues due to the problems I am having. I am worried about becoming cripple. Help. Please help me find out and direct me in what I should do. I don't want any other people to go through what I am going through. Recap: has the zimmer acetabular system been recalled or is it being investigated? Help! In 2006, the zimmer implant system was placed in my left hip. Four months prior, I had the right hip implanted with the same device system. Please see previous comments regarding this device made by zimmer, inc. I am not sure what you need here however, I underwent physical therapy right after the operation and was doing well until 2007. The device began feeling loose and began slipping when I walked. It has escalated to a chronic slipping and grinding when I walk. I am unable to get the medical attention I need due to my doctors refusal to believe I have a problem. The device appears to be seated well on xray and I am struggling daily. This system is a problem!!! Route: other. Dates of use: 2006 - 2008. Diagnosis or reason for use: hip dysplasia in right and left hips.